Manufacturer narrative:
E1: address line 2 "(B)(6). One pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was performed and the dso sensor was determined to be defective. The dso sensor and dso seal were replaced.

Event description:
Device evaluation revealed a damaged downstream occlusion seal. There was unknown patient involvement. No patient harm/adverse event was reported.